Event description:
It was reported that an inaccuracy between the continuous glucose monitor (cgm) and the blood glucose (bg) meter occurred. The sensor was inserted into the abdomen on (B)(6) 2024. On (B)(6) 2024, it was reported that the patient was reading 215 mg/dl and the bg meter was reading 300 mg/dl. The patient was experiencing nausea, dizziness, and a stomachache. At this point, the patient was taken to the ER. At the ER, the patient was treated with an unspecified IV. The ER also removed the patient¿s insulin pump (brand not specified) and treated him manually with insulin. Once the patient bg level was under 200 mg/dl, the patient was discharged home later the same day. The patient was in good condition at the time of report. Data was evaluated and the allegation was undetermined. The probable cause could not be determined via data. The reported glucose values fall within the b zone of the parkes error grid. No additional patient or event information is available.

Manufacturer narrative:
(B)(4), diabetes mellitus is a known cause of hyperglycemia.